Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The customer declined service and repair, and no further actions were performed by philips. No further details were provided regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
A diagnostic was performed by the service engineer (se), and it was reported the customer would need to replace the fan. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state:(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a cooling fan that was broken. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.